Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator alarmed "motor fault", "circuit disconnect", "low ve", and "low pip". The customer reported that there was no patient involvement.